Manufacturer narrative:
The received device had the cannula assembly deployed. A timeout was observed in the download data. Investigation of the device found that the spring latch failed to release the clutch spring during the priming sequences. Inspection of the drive mechanism found that the spring latch was misaligned on the ratchet gear. Since the clutch spring was not released, the ratchet gear was not properly coupled with the tube nut, which prevented the device from successfully delivering insulin. No other damages or manufacturing deficiencies were found during the investigation. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose (bg) levels reached 20 mmol/l (3607 mg/dl) while wearing the pod on the abdomen between 4 and 24 hours. A manual insulin injection was administered to treat the hyperglycemia.